Event description:
End user reports red; irritated skin beneath tape border with scattered small open areas. The reporter states it has been like this for at least a month. The product was in use for 4 weeks.

Manufacturer narrative:
The product associated with batch 3a01849 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. According to the end user, hydrocolloid dressing and miconazole have used for treatment. To date no additional pt/event details have been provided. A return sample for eval is not expected. Should additional info become available a f/u report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received on october 27, 2015. The product associated with batch 3a01849 was made according to specification. After detailed batch review, no discrepancies including non-conformances or deviations were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation is applicable to this complaint investigation. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).